Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q2 2019.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 2.26 on a (B)(6) year old male patient with due to fall and nstemi. This incident was received as part of the abbott point of care active monitoring program q2 2019. There was no additional patient information at the time of this report. Return product is not available for investigation. Ctni cartridge lot#: g17230a, expired 14-mar-2018. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Cath, EKG or patient information could not be obtained. Testing was performed on (B)(6) 2018 and the patient was discharged on (B)(6) 2018. There was no final diagnosis provided, nor evidence the patient suffered an myocardial infarction. The investigation is underway. Per I-stat system manual: art: 714258-00q, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 07/17/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing could not be performed as the lot expired on 14-mar-2018, prior to the complaint registration date of 05/31/2019. No deficiency has been identified for ctni cartridge lot g17230a.